Event description:
It was reported that pump malfunction occurred with malfunction code displayed and resettable, and no notable events happened before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.